Event description:
It was reported that the patient presented to the emergency room feeling fatigued and tired. The patient was in complete heart block with an escape rate of 15 beats per minute. The patient was relatively stable at the low heart rate. X-ray showed the right atrial (ra) and right ventricular (rv) leads were dislodged and there was no capture. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.